Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the device had a tortuous appearance on the black part [sheath] and on the metal, making it difficult to advance and bending it even more. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance, twisted/bent sheath include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device returning updated from yes to no.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, the sheath was dissected, and thick blood was observed in the single lumen. There was thick blood visible in the seal valve. There was no damage noted to the seal valve inside the sheath. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 ¿ lot# updated from 2051743 to 2092041. Correction: d9 - device available for evaluation updated from ¿no¿ to ¿yes¿. Correction: h3 - device evaluated by mfg? Updated from ¿no¿ to ¿yes¿. Correction: h6: component code 4755 removed; 3036, 4761, and 525 added. Type of investigation code 4114 removed; 10 added. Investigation findings code 3221 removed; 114 added. Investigation conclusions code 4315 removed; 4311 added. Correction: h11 - additional mfg narrative: revised.